Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated in a bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced left sided deflation post procedure. As a result, explant was performed on an unknown date.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 30, 2023. The explant date was clarified with receipt of the device. The device was explanted on (B)(6) 2023. The investigation of the returned device was completed by the failure analysis lab on august 31, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have two (2) tears on the anterior view; tear (a) measuring approximately 6.0 cm and tear (b) measuring approximately 3.5 cm. Microscopic examination was performed, and the cause of the tears could not be identified. Therefore, a thickness measurement was conducted on the shell at the tears, and the thickness was found within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).